Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the syringe, it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device or alarm history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,77%. 2.5 the device was disassembled, and the inside was investigated. No visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "noradrenaline was being infused. The nurse noticed that the syringe was empty even though the pump stated that 3.3ml was remaining to be infused."